Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date. D4 - primary UDI number: possible serial no's: sn(B)(6) manufacturing date-13-jun-2014. Sn(B)(6) manufacturing date-12-jun-2014.

Event description:
It was reported that a cadd solis pump was beeping during priming. The patient stated that while attempting to prime the pump, she received an alarm indicating a downstream occlusion. The patient noted that this had occurred previously and that after changing the tubing, the pump functioned properly. The patient stated that there were no kinks and the clamp was open. That is a high priority alarm that could interrupt therapy. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
D7a, h6: updated.the suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.